Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys (B)(4).

Event description:
It was reported that during the implant procedure, the patient expired due to ¿electromechanical dissociation in the context of major pericardial effusion.¿